Event description:
The customer reported that they could not hear the patient in the scan room. Philips service verified that there was no rescan or harm to the patient or operator. Philips service determined that on a recent pm (preventive maintenance) of the CT system, the service engineer did not reconnect the audio cable in the gantry, which prevented audio communication to and from the gantry.

Manufacturer narrative:
We will file a follow up MDR at the completion of the investigation. (B)(4).